Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin therapy. Reportedly, the customer is using supplies for 3-7 days and cold insulin. Tandem technical support informed the customer that using supplies for 3-7 days and cold insulin are off label per the user guide. System check was being completed by tandem technical support, however, the customer declined to complete the check.